Event description:
As reported in 1/06, an opus magnum implant came losse from bone hole after rotator cuff performed in 2006. Second surgery on the 2nd day was necessary to remove implant and replace with new.